Event description:
It was reported the lead was exhibiting oversensing and noise. Later, pt experienced syncopal episode with asystole due to myopotential oversensing as the ventricular lead was set at unipolar. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) battery - battery depletion-normal.